Event description:
A revision surgery occurred approximately 2 weeks after the primary surgery. The patient tried to raise themselves out of a chair following the implantation surgery and dislocated the shoulder. The surgeon performed a poly-swap, explanting the 135/145 36/+3 humeral cup and replacing it with a larger 135/145 36/+6 humeral cup.